Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the stapler fired about halfway and got stuck. Part of the collar on the distal end of the handle broke off into 3 pieces. 2 pieces were recovered and the last piece they did not find. The surgeon could not find the piece but they are unsure if it is still in the patient or not. Another reload and handle were used to complete the case. Patient is home and status good. Nothing to report as of now. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used.